Event description:
The manufacturer became aware of national registry released by the australian orthopaedic association national joint replacement registry. The report provides information on the usage and outcomes of the latitude ev total elbow arthroplasty system. This report includes analysis of the clinical data that was collected on 75 patients, the cases in this study range from 2 may 2005 and 15 april 2021. This report was generated on may 19, 2021. During the review of the registry, it was not possible to establish specific device details, patient information, and no additional device information will be made available. It was reported that 3 patients experienced infection which required revision surgery.

Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review, when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged 3 patients that experienced infection which required revision surgery as mentioned in the registry could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of national registry released by the australian orthopaedic association national joint replacement registry. The report provides information on the usage and outcomes of the latitude ev total elbow arthroplasty system. This report includes analysis of the clinical data that was collected on 75 patients, the cases in this study range from 2 may 2005 and 15 april 2021. This report was generated on may 19, 2021. During the review of the registry, it was not possible to establish specific device details, patient information, and no additional device information will be made available. It was reported that 3 patients experienced infection which required revision surgery.

Manufacturer narrative:
Correction: h1: this is not a summary report. The number of events summarized field is blank as this MDR submission pertains to one patient. The reported event could not be confirmed since the device was not returned for evaluation and no additional information was provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number were not communicated. Infections are often caused by a multitude of factors such as comorbidity of the patient, the trauma, the surgical intervention, and the aftercare. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.